Event description:
Device is used by radiologist or radiology technician to transmit radiology images between health care centers. Radiologists may also have the device at their home or office and receive info from their practicing hosp. A distributorship and svc firm reported an ongoing performance problem since 1992 and the firm has reportedly admitted a problem, yet has not been able to correct it. Their most recent svc info of nov/dec 1993, to address these problems did not work. MFR is reportedly blaming the customer and environment. Five svc engineers generally believe there are mfg problems with the device. The following ongoing problems have been experienced: message says, "hard drive not recognized" when it is not a hard drive problem, could not boot computer, mouse lock-up with boot-up, image transmission problems, ie, compatibility problems with modem, keeps disconnecting, also does not work in the middle of the night, co blames customer and environment for problems, reportedly the co's chief engineer has notified the firm's president of a device anomaly; reportedly, design changes to the hardware and software were not documented while the firm had two plants, both are now closed, and co sent svc instructions to distributor in nov/dec 1993, which were ineffective. Rptr is frustrated the firm has not solved the problem, and continues to use "band-aids" to no avail.